Event description:
Subsequent to the initially filed medwatch report, additional information was received. The actuator knob came out after retraction but still remained attached to the mandrel (with the cds); therefore the actuation knob did not completely separate from the device. No additional information was provided. Based on this new information received, this event would not be MDR reportable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported retraction problem of the actuator knob coming out of the dc handle when retracted is a normal function of the device, and is not indicative of a product issue. There is no indication of a product issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, additional information received that the actuator knob came out after retraction but still remained attached to the mandrel (with the cds). The actuation knob did not completely separate from the device. Based on the new information, this event would not be MDR reportable. H6 medical device problem code 1562 was removed.

Manufacturer narrative:
The clip remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the actuator knob coming out of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, the actuator knob came fully out of the delivery catheter (dc) handle. The clip was deployed. A second cds was advanced however due to difficult imaging, the leaflet insertion was unable to be visualized therefore the clip was not implanted and the cds removed. A third cds was advanced however the same issue occurred therefore the cds was removed and the procedure completed with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.